Event description:
The rptr, gestational diabetic at 32 weeks, stated that rptr did back to back blood glucose tests, with results of 139, 7, 139 and 196 mg/dl. Used same fingerstick for two or three tests, and a second for last test. On followup, rptr states feeling higher than 139. Rptr did not run control solution test due to expiring solution. Rptr stated that rptr doesn't always check the confirmation dot for enough blood. Rptr had not cleaned meter. Reported that readings have been more consistent since cleaning the meter. No harm was alleged.